Manufacturer narrative:
Device is being returned for repair. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the leep would not work in blend mode. Customer believes output of the device to be very low in all three settings. No additional information is available. No patient harm reported. Lp-20-120 (B)(6).

Manufacturer narrative:
Distribution history: this complaint unit was manufactured at csi on 08/07/2024 and shipped on 10/15/2024. Manufacturing record review: DHR's were reviewed and no non-conformities, related to the complaint condition, were noted. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint condition. Product receipt: the complaint unit was returned on 12/9/2024. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. A root cause is no applicable as the complaint was not confirmed. The unit was evaluated, tested to specifications free of defects. Unit to be processed for a return to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Event description:
No additional information.